Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Patient 2 of 3: the customer reported: "multiple sensor failures with r125l rainbow sensors losing sphb measurements during use. Error message reads spo2 only". Sensors work as expected initially, then 1-2 hours after surgery begins lose all rainbow measurements (sphb and spmet) giving spo2 only" message. Or environment during cardiothoracic surgery and cardiopulmonary bypass on infants around 3-10 kgs, with normal skin tones and moderate but adequate perfusion. Patients are under sterile drapes with no access to sensors during surgery." No consequences or impact to patient was reported.